Event description:
A physician reported that during a surgery an ophthalmic console illuminator module was not working due to radio frequency identification failure. System messages were displayed. The surgery was completed by using another illuminator. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative replicated the reported event and the tabletop was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The table-top illuminator and a lamp were received for this investigation. The lamp was not specified to have been replaced during servicing, and it is not clear why it was returned for this investigation. A visual assessment of the returned samples revealed no obvious visual nonconformities. The illuminator module and lamp were installed into a calibrated system and recognized by the system. No tabletop illuminator related sm occurred after the boot-up sequence. The customer¿s reported event was unable to be replicated. The module met specifications per. The customer¿s reported events of radio frequency identification failure, sm 2401, and sm 5103 were not replicated with the returned tabletop illuminator and lamp. The root cause of the reported event is attributed to internal wear/reliability issues within the table-top illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).